Manufacturer narrative:
The reported event could not be confirmed, since the returned device is conforming to specifications and fully functional. The packaging reported in the event is our standard packaging for this type of nail kit which is distributed worldwide. The device inspection revealed the following: we received the nail kit [consists of nail and set screw] within its original packaging and without overwrapping in already opened condition and thus, an inspection in original condition of the set screw in question was impossible. The set screw was in its intended position [recess within the foam package]. The packaging is neither equipped with a jumping mechanism nor are any adhesive residues visible, which show an adherence to the foam layer. No evidence [like a photo of the sticking set screw] is available to reproduce or to confirm the reported case. Similar cases revealed that it could be assumed that the event may rather be linked to inadequate user handling of the package. Nevertheless, an exact root cause of the reported event cannot be determined. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
It was reported: the locking screw of the gamma nail is glued to the protective foam. When the surgeon took the foam the locking screw fell down making it impossible to install the nail. We had to take another nail.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported: the locking screw of the gamma nail is glued to the protective foam. When the surgeon took the foam the locking screw fell down making it impossible to install the nail. We had to take another nail.